Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve separated and the sheath was obstructed. It was reported that in the af operation, the inner sheath couldn¿t advance due to the hemostatic valve damage. The second sheath was used to complete the operation. There was no report of adverse event on the patient. Sheath obstruction is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 28-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve separated and the sheath was obstructed. It was reported that in the af operation, the inner sheath couldn¿t advance due to the hemostatic valve damage. The second sheath was used to complete the operation. There was no report of adverse event on the patient. Device evaluation details: visual analysis of the returned sample revealed that the device was in good normal condition. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. The vessel dilator and stsf catheter were introduced into the vizigo sheath and resistance was not felt during the testing. The od vessel dilator was measured, and it was within specifications. A manufacturing record evaluation was performed for the finished device 00001701 number, and no internal actions related to the complaint were found during the review. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).